Event description:
The manufacturer received information alleging a ventilator's red light was alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the blower assembly, blower bellows, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination and the software was reinstalled.